Event description:
Procedure type: roux-en-y. According to the reporter: device would not close after reload attached. There was no unanticipated tissue loss and no tissue damage. There was no blood loss of 500cc or more due to product problem. Surgical time was not extended by more than 30 mins. There was no use of buttress material.

Manufacturer narrative:
(B)(4).